Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump was alarming and indicating, "cassette not recognized" for several hours or even days. Patients have not been able to finish their chemotherapy as a result of this. It is unknown if there was any patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review one hundred and thirty-two cassettes were received in the original packaging inside of the original closed shelf carton, twelve cassette per shelf carton in total eleven shelve cartons were received. Seventeen cassettes were received with the original packaging in unused conditions and inside in a plastic bag, two plastic bags the first with fourteen cassettes and the second with three cassettes. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During the functional testing, twenty samples were fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed. However, per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated.